Event description:
The legal complaint alleges that cpm chair broke with the plaintiff's left arm strapped in the elevated position, which caused her arm to fall sharply against the chair resulting in serious and permanent injuries. MFR's initial notification of this event was the legal complaint that was served on the registered agent for djo, llc on march 28, 2012.